Manufacturer narrative:
The returned device was evaluated. Internal evaluation of the device revealed weak solder at the grounding pin where the power entry module meets the system board. This does not appear to effect the functionality of the device. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed.

Event description:
It was reported that the device keeps loosing its spo2 reading in the middle of monitoring. The customer states that when it looses its signal, it displays only dashes. No known impact or consequence to patient.